Manufacturer narrative:
On 16 june 2017 the medical affairs performed a clinical evaluation and commented as follows: femoral fracture few days after primary cementless tha. The most probable cause for this event is trauma, although there is no such report. No mention of a postoperative problem, according to report the patient was walking correctly, therefore an intraoperative fracture seems unlikely. No reason to suspect a faulty device. Batch review performed on 04 july 2017. Lot 162118: (B)(4) items manufactured and released on 09 june 2016. Expiration date: 2021-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
X-rays showed a fracture of the greater trochanter. The patient was walking with no pain. The surgeon is unsure how the patient fractured. The surgeon revised the stem and the head. The surgery was completed successfully. X-rays are available. Explants are not available.